Manufacturer narrative:
Product event summary: the catheter with lot number 0012327409 was returned and analyzed. During visual inspection, the catheter appeared intact without any visible issues. Steering function was normal, with the distal catheter tip responding with approximately 170 degrees (°) rotation in both directions. Slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. Initial stiffness in the slide control function was likely attributed to dried blood, was encountered, yet still operational. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion. Steering function is normal, with the distal catheter tip responding with approximately 170 degree (°) rotation in both directions. Data from the catheter identification chip confirms usage on the reported event date. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. Dissection and optical inspection revealed multiple kinked electrode wires along the length of the shaft. X-ray imaging confirmed that the core wire integrity was maintained, but the wires were kinked at several locations. Dissection of the array showed the torn pebax tubing at the proximal arm extends proximally inside the dual-lumen. In conclusion, the reported problem with the deploy mechanism on the handle retraction slider was not confirmed and the catheter failed return product inspection due to multiple kinked electrode wires along the length of the shaft and the torn pebax tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of a pulsed field ablation (pfa) procedure during the removal of the pfa catheter, there was a problem with the deploy mechanism on the handle retraction slider. It was blocked third of the way through. It took more time to retract the catheter into the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.